Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in the patient's anatomy. Device issue: guide wire separation. It was reported that during the procedure to direct stent the rca lesion, a bmw universal guide wire was placed. However, the stent did not cross the lesion. Pre-dilatation was done and another bmw universal guide wire was advanced as a buddy wire. Then, a stent was deployed and jailed one of the two guide wires. Therefore, the jailed wire could not be removed and during an attempt to remove it, the tip of the guide wire separated. The separated guide wire migrated to the patient's left ventricle and was reported to be stuck on papillary muscle. Reportedly, the patient is in good condition and there is no planned surgical procedure to remove the separated guide wire tip. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. The IFU warns "torquing against resistance may cause guide wire damage and/or guide wire tip separation. Never pull, auger, withdrawal or torque a guide wire which meets resistance." A forceful or aggressive attempt to free the guide wire could cause the tip to separate as reported. Although, the issue appears to be related to circumstances during the procedure and not a quality related issue with the guidewire, a conclusive root cause of the reported product experience cannot be determined.